Event description:
It was reported that the patient underwent an anterior spinal surgical procedure to treat degenerative disc disease of the lumbar spine at l5-s1 with the use of bmp, pyramid plate and screws and a competitor¿s vb replacement. The patient alleges an unknown injury sometime post-op. No additional information is available at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.